Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: for now I can only answer the below. I have reached out to the contact for answers to the remaining questions. - please provide the source or name of person providing answers to follow-up questions: m (please refer to the attached email) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - could you please provide the lot number? How many devices demonstrated the alleged deficiency? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - please provide the source or name of person providing answers to follow-up questions: the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2026 and suture was used. During the procedure, it was reported by sales rep that account had multiple incidents where the needles were falling off of the monocryl 2-0 and 4-0 and pds they ordering. This happened with various lot number over a period of about a year. They were unable to record the lot numbers of the affected products at the time. No patient consequence has been reported. Device availability is unknown. No adverse patient consequences were reported. Additional information was requested.